Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of continuous alarms and a yellow wrench advisory alarm was not confirmed. The reported event was not reproduced during testing of the returned mobile power unit (mpu). The returned mpu functioned as intended throughout testing without any issues or atypical alarms, including when the mpu patient cable was manipulated by hand. The unit was connected to a test system controller and mock circulatory loop and the mpu supported the system for several days without any issues or atypical alarms produced. The unit was then disassembled to inspect the internal components and no issues were observed. The integrity of the wires in the mpu patient cable were evaluated and no issues were observed. No further testing was performed as the reported event could not be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including alarms that occur on the mobile power unit (mpu), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had been alarming non-stop with a yellow wrench alarm.

Manufacturer narrative:
A1 and a4- patient identifier and weight were requested; information was not provided. G3: there was no additional patient information involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.